Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
On (B)(6), 2021, it was confirmed the event associated with mfg report number 3013756811-2021-69680 is a duplicate. This event was reported by mfg report number 3013756811-2021-70417.

Manufacturer narrative:
Remove: 1503